Event description:
The customer reported that multiple telemetry devices lost communication with access points. The device was not in use on a patient at the time of event. There was no adverse event reported.

Event description:
The customer reported that multiple telemetry devices lost communication with access points. The device was not in use on a patient at the time of event. There was no adverse event reported.